Event description:
On (B)(6) 2012, the reporter claimed the animas pump has shut off 3 times during the past week. The second time the subject pump lost power, her blood glucose reading spiked to 302 mg/dl while she awoke to feel very thirsty and had an urgency to urinate. She reportedly felt horrible at the time of concern. The power issue was not resolved with training. The subject pump did not have any physical damage or moisture issue. There was no product misuse. This complaint is being reported because the patient had symptoms suggestive of a hyperglycemia after the subject pump allegedly lost power.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed multiple unexplained powers on reset. The pump was unable to boot up to the verify screen and no power was duplicated. The battery cap and the battery compartment threads are intact. There was no physical damage observed in the battery compartment. The cap measurement were taken and the height and width were within specifications. The pump was opened and there was evidence of moisture found on the circuit of the pcb. Investigators were unable to perform an audible test due to power malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.